Event description:
It was reported the device was used during an abdominal aortic aneurysm. It was reported the clips did not form properly. Used another mcm20 to complete the case. There was no consequence to the pt.